Manufacturer narrative:
The investigation of temporary pump stop and product damage (cannula kink) has been completed. The data logs show frequent electrical 119 pump stops on (B)(6) with no other changes in pump metrics. The returned product had a significant kink in the catheter near the red pump plug. Electrical testing was conducted and no wires were open. The pump was able to run but when it was bent at the location of the kink, the motor current would increase and create a pump stop. The catheter was cut open and the jacket around the motor cable lines was kinked and the lines were stretched. The root cause of the temporary pump stop is most likely due to open electrical lines based on the clinical details provided, data log analysis and returned product. The root cause of the product damage (cannula kink) is most likely due to a kink in the catheter due to use as the pump was not fixated using 3-point fixation and caused the pump to kink upon patient movement. E4 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28797. H9 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28797.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, entering cardiac output (impella cp with smart assist), section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella 5.5 with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and bridge to transplant. Approximately 13 days after start of the impella mcs, frequent pump stops "every 5 minutes" requiring restart were encountered. This continued through the next morning. The device, therefore, was explanted and replaced. Following, a kink at the red plug was noted. The latest update received noted the patient, in stable condition, remains on the replacement impella 5.5 device for mcs while awaiting transplant. A voluntary medwatch was subsequently received, and additional information was noted as the patient was emergently taken to the operating room for the device exchange and the issue with the pump was assumed to be associated with the power wire damage within the driveline.